Event description:
Upon admission, 1/6/96, the pt had been complaining of right chest wall pain and right shoulder pain for the last four days, but denied any productive cough, dysuria, diarrhea, nausea or vomiting. She was admitted to the hosp with neutropenic fever and on admission was found to be anemic. After admission the pt's course had been one of fairly quick deterioration. On 1/7/96, the pt's respiratory status deteriorated, such that intubation was necessitated and the pt was placed on mechanical ventilation. The pt was on a ventilator with a disposable circuit attached. Also in use was a non-disposable exhalation valve water collector kit and flow tube/one-way check valve assembly that was attached to the lower left side of the ventilator frame. The ventilator settings were as follows: tidal volume .700l, rate assist/control 20/minute, fio2 .60, peep 12 cm h2o. The alarm settings were as follows: pressure limit 65 cm h20, low volume .500 l, low inspiratory pressure 30 cm h2o, and apneic period 20 seconds. The rn checked on the pt's status and found the ventilator alarming, the pt was cyanotic and crowing around the cuff. The pt was taken off the ventilator and was bagged with 100% oxygen, until the heart rate and oxygen saturation (sao2) increased. The pt was reconnected to the ventilator and the respiratory therapist immediately identified the pt was not ventilating properly. The pt was immediately removed from the ventilator and bagged with 100% oxygen. Meanwhile, the respiratory therapist performed trouble-shooting procedures on the ventilator/circuit. The respiratory therapist found the exhalation tubing connected to the outlet portion of the one-way valve assembly. The exhalation tubing was removed from the one-way valve and reconnected to the inlet port of the water collector assembly. As a result of the inadvertent connection, the pt developed a tension pneumothorax and expired.